Event description:
It was reported the patient experienced an increase in back pain and spasms in his back and legs. The patient was ¿constantly in pain.¿ about two weeks prior the patient had ¿chased his cats¿, fallen and broke his ankle. The patient believed the ¿pump is not working properly¿ for the past week due to his symptoms. The pump was increased (B)(6) 2013. It was indicated they wanted to change catheters on the pump. The clinic where the patient had his refills done indicated they were unable to troubleshoot his pump. The patient was seeking a physician to perform troubleshooting of the pump. The pump was delivering baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), implanted: (b)64 )2009, product type: catheter. Product ID: 87 09sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.(B)(4).